Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, on (B)(6), 2014 the patient was taken to the operating room and administered general anesthesia to facilitate in the removal of the abutment and placement of a cover screw. The implanted device remains.